Event description:
A report was received of a fifth endosseous dental implant which was explanted due to inadequate osteointegration. Infection and a heavy bite were noted. The pt wore a full maxillary denture during the healing phase. This is the same pt as reported in MFR report numbers 2029012199600043, 2029012199600044, and 2029012199600045.